Event description:
During an orthopedic procedure the tip of a drill bit broke and lodged in the tibial cortex of the pt.

Event description:
Add'l info rec'd from MFR 3/08/05: a medwatch report has not been filed on this incident. The tip was left in the pt and there was no adverse effect to the pt.